Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving gablofen with concentration 500 mcg/ml at a dose rate of 99.92 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that a physician was repositioning the current pump to a more lateral spot due to the fact the patient was looking to possibly become pregnant. It was further noted that there was also some mention by the managing physician that there was some volume discrepancy at a previous refill where the expected reservoir volume (erv) was less than the actual reservoir volume (arv). The reporter was unsure of the actual volumes or when this event took place. When the pocket was opened it was noticed the pump had flipped and the catheter was wound up and kinked. The flipped pump and catheter kink was diagnosed on (B)(6) 2016. The pump having been loose/movement/migration was also indicated. A catheter and pocket revision was performed. The patient was described as being heavy and there was some concern about proper anchoring. The drug lot number of gablofen was unknown. No patient symptoms were reported. On (B)(6) 2016 an hcp reported that the right hand dominant female had a history of spastic incomplete tetraplegia as a result of a motor vehicle accident. The patient had spastic tetraplegia as a result of a spinal cord injury. An intrathecal baclofen pump was placed in an attempt to manage the patient's spasticity. The patient was noted as having done well with the device. The patient required routine refills in order to prevent the patient from developing withdrawal symptoms. The patient had an allergy to penicillins (mild, recorded on (B)(6) 2015 with no reactions noted). The patient did not smoke. The patient used a power wheelchair for mobility. The patient presented for a refill appointment on (B)(6) 2016. The patient was accompanied to her dose adjustment appointment on (B)(6) 2016 by her mother and case manager. The pump was refilled with 40 ml of gablofen with concentration 500 mcg/ml; the patient remained on a simple continuous dose of 350.09 mcg/day. The drug lot number of gablofen was 2118110; expiration date was 2018-09-01. The volume discrepancy was identified on (B)(6) 2016. Regarding a refill performed on (B)(6) 2016, the hcp removed substantially more medication from the pump than what was expected; erv was 3.1 ml and arv was 14 ml. The patient's chief complaint was spasticity. The patient had increased spasticity. A therapist noted increased tone and stiffness in the patient's upper and lower extremities. Upon examination on (B)(6) 2016, the patient was well developed, well nourished, and there was no acute distress. The patient's height was 5 foot 7.0 inches, heart rate was 70 beats per minutes, and blood pressure was 118/76 mmhg. It was further noted that on (B)(6) 2016 the patient denied any medical or surgical changes from the last visit. Their appetite had been stable. The patient however had gained 100 pounds since her spinal cord injury. The patient's sleep pattern had been poor. The patient' spasticity had been waking her up. Her hands and legs were tight and painful. Her left upper extremity spasticity could go up and into her chest at times. The patient's mood had been variable. The patient felt sad, angry, and frustrated with her situation. Visual, cardiac, circulatory, and respiratory issues / concerns were denied. The patient's skin was intact except for a mild rash on her forehead. The patient was able to manage neurogenic bowel and bladder without difficulty. The patient was doing a daily suppository with digital stimulation. The patient currently was using a foley catheter for dependent drainage. The patient had been having leakage around her catheter (foley catheter). The patient was to see an alternate physician on (B)(6) 2016 who was recommending suprapubic per cutaneous (sp) placement. The patient's spasticity was not well controlled with the current intrathecal baclofen pump dose. The patient had felt improvement with (B)(6) 2016 dose increase, but she was still very tight. The patient denied any change in numbness or tingling on (B)(6) 2016. The patient's balance had been okay and falls were denied. The patient was noted as having indicated that her equipment was working well. On 2016-04-27 the pump was noted as being very mobile and it was thought there could be some catheter kinking that was obstructing the flow of medication. Another anteroposterior and lateral x-ray with obliques to look at the catheter for any kinks or obstruction was to be obtained at that time. If they were unable to visualize anything problematic then they planned to perform a spiral computed tomography (CT). Based on what they would find from the studies they would refer the patient back to a physician for a catheter revision/replacement and/or relocation of her baclofen pump. The patient's weight gain was noted as only making the situation more problematic with the pump as it impedes healing and limits her mobility and only added more weight for her to try to function with. The spinal cord injury also made it more difficult for her to lose weight as she was unable to do cardiovascular activity to increase her expenditure. The patient was encouraged to eat less and be careful about what she consumes. The patient did see dietary while she was ip at mfb and she was eating the right types of foods. The patient was now needing to keep a food diary looking at amounts of calories to see if there was anything that she can change at this level. The patient was referred for medical weight loss to help her with this endeavor. The patient was to be seen after her x-ray / study was done on the intrathecal baclofen pump. The patient was to be scheduled for the next refill appointment one week prior to her alarm date; the next alarm date was (B)(6) 2016. Later, at the time of examination on (B)(6) 2016, the patient had increased spasticity with increased tone and stiffness in the upper and lower extremities. A refill was performed on (B)(6) 2016 with 40 ml of gablofen (concentration 500 mcg/ml); aspiration of old drug was 7 ml and actual was 39 ml. The patient denied any medical or surgical changes from the last visit. Substantially more medication was removed from the pump at the (B)(6) 2016 refill then what was expected. Surgery was scheduled to occur on (B)(6) 2016. The pump dose was decreased on (B)(6) 2016 since the patient had not been getting the medication all this time. As of (B)(6) 2016, the pump administered gablofen with concentration 500 mcg/ml at a simple continuous rate of 99.92 mcg/day. The cause of the flipped pump and kinked catheter was noted as having been due to the patient being obese and the pump not being secure. The patient's concomitant medications as of (B)(6) 2016 included: ergocalciferol (vitamin d2; 50,000 unit tablet, 1 tablet by mouth 2 times weekly), multivitamin tablet (1 tablet by mouth daily), protonix (40 mg tablet, delayed release; 1 tablet by mouth daily), baclofen (10 mg tablet; 1 tablet by mouth at bedtime), cymbalta (30 mg capsule, delayed release; 1 capsule by mouth daily), neuontin (100 mg capsule, 2 capsules by mouth twice a day), melatonin (3 mg tablet; 2 tablets by mouth at bedtime), glycerin (3 g rectal suppository, 1 suppository in the rectum daily), and colace (100 mg capsule; 1 capsule by mouth twice a day). In addition to the above, the patient's concomitant medications as of (B)(6) 2016 also included cipro (750 mg tablet; take mgs by mouth twice a day) and sterile water for injection (ml in the urethra daily; irrigate foley catheter daily).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.